Event description:
Complainant alleged that while defibrillating a pt, the device charged and defibrillated twice to the pt successfully; however, on the third attempt to defibrillate, the device's display blanked out. The device's battery was removed and replaced; however, the device's display blanked out. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.